Event description:
A report was received that the patient was experiencing pain near the site of one of the leads. The patient had no signs of infection but was treated with antibiotics. The physician planned to open the incision of the paddle lead to make sure that nothing was potentially causing the pain. The patient underwent an explant of the lead with no device malfunction suspected and did well postoperatively. The physician did not think the pain was device related but thought that it was a form of thoracic radiculopathy possibly from the procedure itself.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.